Event description:
Customer reports he experienced a mild electric shock by the analyzer. The customer placed his finger on the left side of the analyzer touchscreen and received a shock. As soon as he experienced the shock, the analyzer screen slowly faded away and will no longer turn on. No harm occured to the end user due to the shock.